Event description:
The uf reported an icast stent was difficult to advance through the cook sheath. Once it finally got to the end of the sheath, it would not come out. The doctor tried to remove it and it came off the balloon and stayed in the sheath. Target location was the renal artery.

Manufacturer narrative:
MFR device eval: the returned catheter delivery system was in good condition with no signs of kinking along the length of the shaft. The stent was not in place and was located in the turn of the 6fr introducer sheath. An attempt to remove the stent from the introducer sheath was made by advancing the catheter system back into the sheath. The catheter was easily advanced to the point where the stent was stuck, but attempts to capture the stent failed. The stent was removed by utilizing a 6fr stylet. The stent, upon removal, was in good condition and showed no signs of kinking. The introducer was also in good condition. The catheter system was inspected to verify that the product was properly crimped during manufacturing. When the device was examined, the crimp marks were visible, which indicates that the stent was properly crimped onto the balloon. Summary/conclusion: potential causes which may be considered, but could not be verified, are dislodgement has been found to occur due to improper prepping of the device, specifically applying positive inflation pressure to the balloon, which can loosen the grip between the stent and the balloon. Also, dislodgement can occur when the operator grasps and tugs on the stent to verify stent retention. Based on the details provided, it is unclear why the stent dislodged in the introducer. The lot history record was reviewed and the product met specs at the time of release to distribution. The records indicated successful passage of the lot qualification samples through a 6fr cordis introducer. Product complaints were reviewed and there were no other reports of product problems for the lot. Base don the investigation and record review, a root cause could not be determined.